Manufacturer narrative:
The date received by manufacturer field has been updated to reflect the corrected date of 03/28/2017.

Manufacturer narrative:
Initial contact information not provided. Medwatch filed. FDA notified on 05/04/2017: the initial reporter also notified the FDA on (date) via medwatch # mw5069353. Results:the sample displaying the condition reported was not available for examination. Therefore, we were unable to fully investigate this incident. However, bd acknowledges the issue with the product based on receipt of the medwatch report. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI#: (B)(4).

Event description:
It was reported by a consumer that a white substance was stuck to the hub of an 18 g x 1.5 in. Bd precisionglide¿ needle. The foreign matter was found prior to use. No injury or medical interventions reported.